Event description:
It was reported that the device constantly overheats/overtemp. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Event description:
Additional info received via email 31-aug-2022. No patient involvement.

Manufacturer narrative:
No patient involvement. (Updated b5). E4 is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the return tube has a crack in it causing water to get onto printed circuit board (pcb). Some water ingression on the pcb. Water flow was affected by crack in return tube as well. Functional testing could not replicate problem due to crack in return tube causing low water flow and pump running intermittently. This would cause the overtemp issues. Replaced return tube. The root cause of the reported issue was found to be a known design issue. Device built pre-corrective action. This issue is being monitored via an internal CAPA, snn and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).